Manufacturer narrative:
(B)(4) complaint verification testing of an occlusion post deployment could not be performed as no sample was returned for analysis and no angiograms were provided. A device history record review was performed, and no relevant findings were identified. Additional information was received by the customer that a covered stent was placed after the occlusion was observed. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. Systolic blood pressure was 96/50 and act was 264. Both heparin and protamine were administered during the procedure. Following the deployment of the 18f manta angiography showed evidence of a right common femoral artery occlusion was observed. A covered stent was used to achieve hemostasis. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. Systolic blood pressure was 96/50 and act was 264. Both heparin and protamine were administered during the procedure. Following the deployment of the 18f manta angiography showed evidence of a right common femoral artery occlusion was observed. A covered stent was used to achieve hemostasis. The patient was reported as fine post the procedure."